Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was likely implanted in the patient. (B)(4).

Event description:
Post pipeline procedure, it was reported the patient developed a hemorrhagic event, but the type of hemorrhage was unknown. No further information available.